Manufacturer narrative:
Reported issue of bands failed to deploy. Reported issue of suture broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first four bands were released successfully while the fifth band failed to deploy. The device was then removed from the patient and once outside the patient, the physician noted that the suture on the ligator head had broken so that it would release the seventh band instead of the fifth band from the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis with residue present indicating use or handling. A visual examination of the returned component found that three (3) bands remained on the ligator head and were moved distally. The suture was noticed to be broken with a portion remaining on the ligator head. The ligator head teeth was observed to be damaged. Based on the condition of the returned device, it is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth; however, it cannot be confirmed that the band failed to deploy since the proximal portion of the suture, handle assembly and trip wire were not returned. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first four bands were released successfully while the fifth band failed to deploy. The device was then removed from the patient and once outside the patient, the physician noted that the suture on the ligator head had broken so that it would release the seventh band instead of the fifth band from the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.